Event description:
Resident was being fed through IV pump, peg tube. Resident received 720cc of enteral feeding in 2 1/4 hours instead of 100cc ordered. Resident vomitted 45 min. Later. Pt aspirated and was sent to the local ER. Pt appeared stable, but with fever. Pt died at hosp that p.m.